Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited an increase in shock impedance measurements, high out of range greater than 125 ohms. Technical services (ts) explained that one year trend data suggests a gradual rise in shock impedance, while all other values on rv appear stable. Ts discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.